Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v309528, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient felt like she had an electric blanket implanted and felt like the device was producing heat. It was reported that there was a burning sensation where the wires were and in the patient¿s whole body. It was noted that the patient felt like she was on fire and it was not related to menopause. The reporter stated that the temperature could be -15 or -20 and she would be lying on top of the blankets because, it was hot. It was reported that this never happened before implant but started a while after implant.